Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the front panel display would disappear due to failure of the pressure sensor circuit board. The power and insufflation issues were not confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an enteroscopy procedure, the device suddenly powered off, the front panel display disappeared, and insufflation stopped. The procedure was completed using a similar device. There was no delay in the procedure, and no patient or user injury were reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the event occurred due to a faulty circuit board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.